Event description:
This case was initially received via regulatory authority (reference number: mw5076627) on (B)(6) -2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), headache ("headaches"), feeling abnormal ("brain fog") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, feeling abnormal and ovarian cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain, feeling abnormal, genital haemorrhage, headache, ovarian cyst and pelvic pain with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
He was initially received via regulatory authority (reference number: mw5076627) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), headache ("headaches"), feeling abnormal ("brain fog") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, feeling abnormal and ovarian cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain, feeling abnormal, genital haemorrhage, headache, ovarian cyst and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076627) on 03-may-2018. The most recent information was received on 20-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal pain, tenderness, vomiting, vaginal itching and uterine bleeding. Concomitant products included ascorbic acid (ultra potent c), camellia sinensis leaf;citrus aurantium fruit;curcuma longa rhizome;lycopersicon esculentum fruit;phyllanthus urinaria herb;punica granatum fruit;tagetes erecta flower;vaccinium vitis-idaea fruit;vitis vinifera seed (phyto 9), colecalciferol (d3), ethinylestradiol;etonogestrel (novaring), glycyrrhiza glabra root (licorice root), inulin;melissa officinalis;valeriana officinalis root (sleep aid forte), levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In december 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,"). In january 2016, the patient experienced mood swings ("mood swings"), loss of libido ("loss of libido"), migraine ("migraines / headaches") and alopecia ("hair loss"). In april 2017, the patient experienced insomnia ("difficulty sleeping"). On (B)(6) 2017, the patient experienced nausea ("nausea,"), 1 year 11 months after insertion of essure. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain / cramping") and back pain ("lower back pain"). On (B)(6) 2017, the patient experienced artificial menopause ("hormonal changes describe: induced menopause due to left ovary removal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), feeling abnormal ("brain fog"), ovarian cyst ("ovarian cysts") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with dicycloverine hydrochloride (bentyl), naproxen, ondansetron hydrochloride and surgery (novasure endometrial ablation. And total hysterectomy (uterus and cervix removed) - with right salpingectomy and left salpingo-oophorec). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, feeling abnormal and ovarian cyst outcome was unknown and the back pain, artificial menopause, mood swings, loss of libido, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, insomnia and alopecia had resolved. The reporter considered abdominal pain, alopecia, artificial menopause, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, loss of libido, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test result: total bilateral occlusion. Pathology test - on (B)(6) 2017: microscopic diagnosis: uterus, left ovary and bilateral fallopian tubes, hysterectomy with right salpingectomy and left salpingooophorectomy: mild chronic cervicitis. Fibrotic and hyalinized endometrial lining, consistent with prior ablation. Few foci of proliferative pattern endometrium. Adenomyosis. Left ovary with cystic follicles. Bilateral fallopian tubes with no significant histopathologic abnormality.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : nausea, menorrhagia, ovarian cyst, pelvic pain, abdominal pain, lower back pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs and mr received : events added- induced menopause, mood swings, loss of libido, abnormal bleeding (vaginal, menorrhagia), migraines, vaginal discharge, fatigue, nausea, dysmenorrhea (cramping), dyspareunia, difficulty sleeping, hair loss, back pain. Aka name added, reporter added, patient demographic added, product indication updated. Essure removal date updated, events onset date, events severity, concomitant drug, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6)2018. The most recent information was received on 30-jan-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), headache ("headaches"), feeling abnormal ("brain fog") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, feeling abnormal and ovarian cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain, feeling abnormal, genital haemorrhage, headache, ovarian cyst and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: summons received- case became potentially legal as lawyer added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076627) on 03-may-2018. The most recent information was received on 19-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included musculoskeletal pain, tenderness, vomiting, vaginal itching and uterine bleeding. Concomitant products included ascorbic acid (ultra potent c), camellia sinensis leaf;citrus aurantium fruit;curcuma longa rhizome;lycopersicon esculentum fruit;phyllanthus urinaria herb;punica granatum fruit;tagetes erecta flower;vaccinium vitis-idaea fruit;vitis vinifera seed (phyto 9), colecalciferol (d3), ethinylestradiol;etonogestrel (novaring), glycyrrhiza glabra root (licorice root), inulin;melissa officinalis;valeriana officinalis root (sleep aid forte), levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"), loss of libido ("loss of libido"), migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced insomnia ("difficulty sleeping"). On (B)(6) 2017, the patient experienced nausea ("nausea,"), 1 year 11 months after insertion of essure. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain / cramping") and back pain ("lower back pain"). On (B)(6) 2017, the patient experienced artificial menopause ("hormonal changes describe: induced menopause due to left ovary removal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), feeling abnormal ("brain fog"), ovarian cyst ("ovarian cysts") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with dicycloverine hydrochloride (bentyl), naproxen, ondansetron hydrochloride and surgery (hyst.(full),oophorectomy (unilateral),salping. (Bilateral)(full),oophorectomy (unilateral),salping. And novasure endometrial ablation.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, back pain, artificial menopause, mood swings, loss of libido, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, insomnia and alopecia had resolved and the feeling abnormal and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, artificial menopause, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, loss of libido, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test result: total bilateral occlusion. Pathology test - on (B)(6) 2017: microscopic diagnosis: uterus, left ovary and bilateral fallopian tubes, hysterectomy with right salpingectomy and left salpingooophorectomy: mild chronic cervicitis. Fibrotic and hyalinized endometrial lining, consistent with prior ablation. Few foci of proliferative pattern endometrium. Adenomyosis. Left ovary with cystic follicles. Bilateral fallopian tubes with no significant histopathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : nausea, menorrhagia, ovarian cyst, pelvic pain, abdominal pain, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet received. Event outcome of vaginal discharge, abdominal pain, pelvic pain, dysmenorrhea, dyspareunia and back pain was updated to recovered/resolved. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.